Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the device was returned attached to a 6f boston scientific guideliner. The stent was severely damaged and stretched in a distal direction over the distal tip causing the stent to move 3 mm in a distal direction from the distal end of the proximal markerband. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture was within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 09-feb-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and stent moved on balloon.